Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received replace battery alarm and buttons were not responding. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump received replace battery after changing battery and did not receive low battery prior to replace battery now alarm and battery cap was not damaged. The insulin pump will not be returned for analysis.